Event description:
Patient representative reported right side capsular contracture, baker grade unknown, breast pain, "knowledge of the announced recall", and "intense panic and anxiety". MRI diagnosed "slightly lobulated contours with some radial folds". Non device related events of joint pain, muscle pain, asia syndrome, autoimmune disease, edema, chronic fatigue, ringing in the ears, rheumatoid arthritis, and decreased vitality, were also reported. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.